Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 449 mg/dl,130 mg/dl and 165 mg/dl. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain, difficulty breathing and headache. The customer was treated with shots for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. Customer declined to troubleshoot for high blood glucose value. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08710 inches. Device was programmed with a test guardian 3 link and a test plug. Device communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device was monitored for while connected to the test sensor and plug. No unexpected calibration required or sensor related errors noted during testing. (B)(4).